Event description:
It was reported that during monitoring use, the device logged a service code and powered itself off after approximately 5 minutes of on time. The device was able to be turned right back on and functioned properly. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.